Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information provided, the reported difficulty inserting the device into the anatomy appears to be related to an insufficient nick and spread and interaction with the patient calcification. The reported no blood flow coming from the marker lumen appears to be related to under insertion. The reported patient effects of hemorrhage and hypotension are known inherent risks of the procedure. The subsequent treatment appears to be related to circumstances of the procedure. Reportedly, the physician performed a "nick and spread" to widen the access site and with some force the proglide device was able to be inserted into the artery. It should be noted that the proglide instructions for use (IFU), states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. Based on the information reviewed, there is no indication a product quality issue.

Event description:
It was reported that an arteriotomy closure of a heavily calcified right common femoral artery was attempted using a proglide device with a 7f sheath after a bilateral kissing iliac stenting procedure. Reportedly, the proglide could not be advanced on the guide wire into the anatomy due to heavy calcification. The physician performed a "nick and spread" to widen the access site and with some force the proglide device was able to be inserted into the artery; however, when positioned, there was no blood flow coming from the marker lumen. The device was only inserted and removed, steps 1-4 were not attempted. The device was removed and hemostasis was achieved with manual arterial compression. Another angiogram was performed and it was noticed that there was a bleed at the right external iliac and the patient's blood pressure was seen to have dropped. A balloon catheter was inserted to the right iliac to stop the bleeding and then a viabahn covered stent was placed. Hemostasis was achieved again in the rcfa with manual arterial compression. When the patient was in recovery the access site began to bleed again and was taken back to the operating room where an endarterectomy was performed. Hemostasis was achieved with surgical suturing and the patient symptoms had resolved. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.